Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the intraoperative bone fracture reported in cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-01-14 - equi huml stem primary press fit 14mm: (B)(6). 322-38-00 - 145-deg pe 38mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-06-38 - glenosphere 38mm: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a shoulder clinical study, that a patient underwent a right total shoulder replacement surgery. It was reported that intraoperatively, the patient experienced a calcar split upon humeral stem impaction. A beaded cable fixation was performed. The patient outcome was reported as resolved. No additional information is available.